Manufacturer narrative:
An event of difficulty in positioning the valve and difficulty retracting the valve was reported. The device was returned to abbott and the investigation confirmed device met functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the difficulty retracting the valve could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6 investigation findings: code 3221 removed. H6 investigation conclusions: code 4315 removed.

Manufacturer narrative:
An event of difficulty in positioning the valve and difficulty in retracting the valve was reported. Possible causes of difficulty retracting the valve include torturous anatomy or misloading the valve. Information from the field indicated that the device was unable to be recaptured as one of the retainer tabs came off. Therefore, the valve was deployed at an inappropriate position. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the difficulty retracting the valve could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The circumference of the valve ring diameter was measured as 77.8mm, the valsalva diameter was 35/33/33mm, and the valsalva sinus height was 18mm. There was difficulty encountered when attempting to position the delivery system. The valve was initially deployed at an inappropriate position, and it was intended to re-capture, but the patient's saturation was lowered due to human error. After it returned to normal, the device was unable to be recaptured as one of the retainer tabs came off. Therefore, the valve was deployed at the inappropriate position. The final implant depth of the valve was 3mm at the non-coronary cusp and 2mm at the left coronary cusp. A more than moderate perivalvular leak (pvl) was present and the mean pressure gradient was 18mmhg. After several minutes, the gradient did not improve. A post balloon aortic valvuloplasty (bav) was performed but the pvl did not improve. A non-abbott balloon expandable valve was then implanted in a valve-in-valve procedure. There was no pvl present after the second valve was implanted. The patient remained hemodynamically stable throughout the procedure. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The circumference of the valve ring diameter was measured as 77.8mm, the valsalva diameter was 35/33/33mm, and the valsalva sinus height was 18mm. There was difficulty encountered when attempting to position the delivery system. The valve was initially deployed at an inappropriate position, and it was intended to re-capture, but the patient's saturation was lowered due to human error. After it returned to normal, the device was unable to be recaptured as one of the retainer tabs came off. Therefore, the valve was deployed at the inappropriate position. The final implant depth of the valve was 3mm at the non-coronary cusp and 2mm at the left coronary cusp. A more than moderate perivalvular leak (pvl) was present and the mean pressure gradient was 18mmhg. After several minutes, the gradient did not improve. A post balloon aortic valvuloplasty (bav) was performed but the pvl did not improve. A non-abbott balloon expandable valve was then implanted in a valve-in-valve procedure. There was no pvl present after the second valve was implanted. The patient remained hemodynamically stable throughout the procedure.